Manufacturer narrative:
Suspect medical device UDI: (B)(4).

Event description:
Clinic notes dated (B)(6) 2016 note that the physician was unable to interrogate the patient's device. A company representative visited the site the following day and performed troubleshooting. It was identified that the serial cable was faulty and the physician was provided a new serial cable. The faulty serial cable was discarded; therefore, no product analysis can be performed. The patient returned to the office and the generator was able to be successfully interrogated with the new serial cable. No additional relevant information has been received to date.